Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the speaker had failed. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the top case had a chipped front corner and plunger case had cracks. No evidence was found in the event history log. Functional testing was unable to replicate the reported issue; no evidence of a hardware issue that could contribute to the reported alarm was found. No repair was needed; the pump¿s software was updated. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.